Event description:
It was reported that the customer was hospitalized after giving himself too much insulin. It was stated that the incident was caused by user error and no malfunction of the insulin pump. No further details were provided.

Manufacturer narrative:
A correction was made to this report.

Event description:
The original summary did not include the blood glucose level of 39 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.